Event description:
It was reported that while performing post-implant defibrillation threshold (dft) testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) failed to convert with a twenty joule shock and exhibited a low, out-of-range shock impedance of seven ohms. Subsequently a thirty joule and seventy joule shock were delivered, and the patient converted with the seventy joule shock. The second shock impedance was within normal limits. The s-ICD and electrode remain in service. No adverse patient effects were reported.

Event description:
It was reported that while performing post-implant defibrillation threshold (dft) testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) failed to convert with a twenty joule shock and exhibited a low, out-of-range shock impedance of seven ohms. Subsequently a thirty joule and seventy joule shock were delivered, and the patient converted with the seventy joule shock. The second shock impedance was within normal limits. The s-ICD and electrode remain in service. No adverse patient effects were reported.